Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, the physician had difficulty removing the associated lead from the header. The header had to be broken in order to extract the lead. There were no adverse consequences to the patient.